Event description:
Chief technician reporting two "blood leaks" on two devices with one pt. The lots were both the same. This report is concerning the first "blood leak". The pt treatment was started with this 3rd use dialyzer. Blood was sensed in the dialysate by the blood leak alarm of the dialysis machine. The treatment was stopped, the dialyzer was changed per facility protocol (extracorporeal circuit of blood was discarded). Estimated blood loss 240 ml MDR filed due to blood loss reported. There were no reported ill effects to the pt and no medical intervention was required.